Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer's introducer needle was stuck to their sensor. Customer stated they had to remove and replace their sensor. Troubleshooting found the customer's insertion technique was correct. The customer's blood glucose was 121 mg/dl. Customer was advised of a potential product problem. No additional information provided.